Event description:
During si joint fusion surgery, the surgeon noted the patient's bone quality was extremely hard and very sclerotic. While decorticating the joint, the tip of the cutting element of the first decortication instrument detached from the instrument. When using the last of the decortication instruments, the surgeon noted resistance within the joint and then rotated the decorticator with force causing too much torque, and a crack was heard as the tip of the decoticator broke off within the joint. The surgeon attempted to retrieve the broken elements with long pituitary ronguers, but was uncessful. The tips of two decorticators were left within the joint of the patient. The surgeon completed the remainder of the case without incident and no adverse events were reported.